Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the main board was replaced to resolve the report. The device was recertified and returned to the customer. It's noteworthy to mention the AED plus is a prescription device, and it is recommended that operators visually inspect the device frequently, to confirm that the device is rescue-ready. The device is designed to perform weekly and monthly self-tests for systems critical to device function. These tests run automatically and do not require the operator to press the power button. Recorded errors will cause the readiness indicator to display a red x and to periodically beep. In order for the device to complete the self-test the device must be stored with defibrillation electrodes attached at all times. We did confirm this device was in a red x state several months prior to this report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old male patient, the device prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.